Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of swollen lymph nodes is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "formation of enlarged lymph nodes in the axillary areas, detection of an oval-shaped formations in the mammary glands and detection of intracapsular rupture."

Event description:
Physician reported "formation of enlarged lymph nodes in the axillary areas, detection of an oval-shaped formations in the mammary glands and detection of intracapsular rupture" device remains implanted. This record is for an unspecified side.